Manufacturer narrative:
Concomitant medical products: 6947-65, lead, implanted: (B)(6) 2009; 4194-78, lead, implanted: (B)(6) 2009.

Event description:
It was reported that a remote transmission showed intermittent atrial lead undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.